Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, at the time of the alarm the customer was following the prompts on the pump and filling the new cartridge at the appropriate time. A cartridge change was performed resolving the alarm. Customer's blood glucose level was 118 mg/dl.